Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), migraine ("migraines"), disturbance in attention ("trouble concentrating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with removal of the essure on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, fatigue, migraine, disturbance in attention and dyspareunia outcome was unknown. The reporter considered abdominal pain, disturbance in attention, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. Diagnostic results: had underwent hsg test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 629141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena and mirena. Concurrent conditions included endometriosis and uterine leiomyoma. Concomitant products included fluoxetine and venlafaxine hydrochloride (effexor). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and urinary tract infection ("urinary tract infection"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse) "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine cervical pain ("extreme cervical- pain") and underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and disturbance in attention ("trouble concentrating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain, fatigue, migraine, disturbance in attention, dyspareunia, urinary tract infection, headache, dysmenorrhoea and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, disturbance in attention, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, urinary tract infection and uterine cervical pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: no evidence for fallopian tube opacification status post essure device placement. Most recent follow-up information incorporated above includes: on 23-nov-2020: medical record received. Lot number, reporters information, rcc and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 629141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena and mirena. Concurrent conditions included endometriosis and uterine leiomyoma. Concomitant products included fluoxetine and venlafaxine hydrochloride (effexor). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and urinary tract infection ("urinary tract infection"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse) "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine cervical pain ("extreme cervical- pain") and underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and disturbance in attention ("trouble concentrating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain, fatigue, migraine, disturbance in attention, dyspareunia, urinary tract infection, headache, dysmenorrhoea and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, disturbance in attention, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, urinary tract infection and uterine cervical pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: no evidence for fallopian tube opacification status post essure device placement.. Lot number:629141, manufacture date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometrial ablation ("ablation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: mirena and mirena. Concomitant products included fluoxetine and venlafaxine hydrochloride (effexor). In september 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("painful intercourse"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine cervical pain ("extreme cervical- pain") and underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), disturbance in attention ("trouble concentrating") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in february 2015. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain, fatigue, migraine, disturbance in attention, dyspareunia, urinary tract infection, headache, dysmenorrhoea and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, disturbance in attention, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, urinary tract infection and uterine cervical pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events- "urinary tract infection, headaches, dysmenorrhea (cramping), extreme cervical- pain, ablation", reporter, lab data, concomitant drug, medical history, historical drug added from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.